Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a lobectomy procedure, they connected the reload to the device handle with no problem. The surgeon tried to clamp the vessel, however could not. They replaced the cartridge and the clamping and the firing were completed with no problem. The status of the patient was reported as no problem.